Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the controller had worn out cables so the controller was exchanged. The exchange was uneventful and the patient was reported as stable.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the controller was exchanged on (B)(6) 2020. Alarms were noted to be resolved after exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage alarms was confirmed. The evaluation of the returned system controller (B)(6) revealed inner conductor breakdown in both power cables which has the potential to result in the reported low voltage alarms. The root cause of the inner conductor breakdown appeared to be related to wear and tear due to repetitive lead flexing during use. The observed conductor breakdown did not affect the controller¿s ability to operate a test pump at the set speed during analysis. The data log file was successfully retrieved from the system controller and contained events recorded from the time stamp of day 241, 14 hours and 49 minutes to 242, 13 hours and 3 minutes where multiple low voltage advisory and several power cable disconnect alarms were recorded. The power cable disconnect alarms appeared routine alarms associated with power exchanges; however, the majority of the low voltage advisory alarms appeared atypical and consistent with the conductor breakdown confirmed in both power cables. Incidental findings: both strain reliefs were damaged, there was a green substance on the cables and the cables were slightly discolored. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing or qa specifications. Patient handbook covers all alarms (visual and audible) on the system controller and what action should be performed when they do occur. Periodically inspecting the equipment for damage is covered in the patient handbook. No further information was provided. The manufacturer is closing the file on this event.